Event description:
It was reported that the deflectable videoscope had no 3d image. The issue occurred during setup for use for a laparoscopic gastric bypass procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it suggests probable causes of the alleged failure of ¿no 3d image¿ is due to damage and deterioration of parts due to wear and tear, without any design or manufacturing issues. The most probable cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. However, the root cause of the reported issue could not be determined/identified. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.